Manufacturer narrative:
Analysis found there were four broken conductor wires at the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a lead with impedance issues dur ing the procedure. It was reported that there were impedance issues on three or four contacts of the lead; the results during an impedance test on three or four contacts were over the limit. It was unknown what factors led or contributed to the issue. Another lead was implanted and the issue resolved at the time of the report. No patient complication was associated with the event.